Event description:
Rep reported that a shunt revision was necessary as a result of a possible cam dislocation.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.